Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with under 300 units of insulin. There was no adverse impact to customer's blood glucose level. Multiple attempts were made by tandem technical support to follow up with the customer and continue troubleshooting, but no response was received.